Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 311.431 lot: 9257666 manufacturing site: bettlach release to warehouse date: 11 dec 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that handle w/quick-coupl the device was received after decontamination, no issues were observed but based on the photos provided in the local letter by japan team, we will be confirming the complaint condition and no other issues were identified. The dimensional inspection was not performed due to alleged complaint condition. An instrument with canevasit handle was subjected to 200 reprocessing cycles (each consisting of washing/disinfecting and steam sterilization) under worst case conditions compared to the reprocessing instructions. Since the device age is more than 7 years the device must have processed through more than 200 reprocessing cycles. The observed condition of handle w/quick-couplin the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for handle w/quick-coupl. It is probable that handle w/quick-coupl has some sterilization maintenance issue. There is no indication that a design or manufacturing issue has caused the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: handle with quick coupling device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent removal surgery. Just before the procedure, while the products in question were sterilized, it was found that stains appeared inside the packages of the products. Surgeon used other screwdriver in the surgery instead of the products arranged for. This report is for one (1) large handle with quick coupling close. This is report 1 of 4 for complaint (B)(4).